Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual and microscopic examination revealed no damages. The device was functionally tested, and it was able to prime and then run without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage to the device.

Event description:
It was reported material deformation occurred to the device. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the coating of the 2.1mm jetstream xc catheter was damaged inside of the patient and the black material from the tip of the 2.1mm jetstream xc catheter was exposed. The first device was replaced by a second 2.1mm jetstream xc catheter; however, the coating of the second 2.1mm jetstream xc catheter was damaged inside of the patient. A third 2.4 mm jetstream xc catheter was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported material deformation occurred to the device. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the coating of the 2.1mm jetstream xc catheter was damaged inside of the patient and the black material from the tip of the 2.1mm jetstream xc catheter was exposed. The first device was replaced by a second 2.1mm jetstream xc catheter; however, the coating of the second 2.1mm jetstream xc catheter was damaged inside of the patient. A third 2.4 mm jetstream xc catheter was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).